Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the suspect parts were replaced to resolve the malfunction. The device was placed back into service and the suspect parts were discarded. The device will not be returning to zoll.